Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Esophageal injury is a known clinical complication. There is no evidence to suggest the report is due to a device failure. The IFU states the following potential complications: ¿potential complications associated with placement and use of a peg tube include, but are not limited to: bronchopulmonary aspiration and pneumonia, respiratory distress or airway obstruction, peritonitis or septic shock, colocutaneous, gastrocolocutaneous or small bowl fistula, gastric dilation, sigmoid intra-abdominal herniation and volvulus, persistent fistula following peg removal, esophageal injury, necrotizing fasciitis, candida cellulitis, improper placement of inability to place peg tube, tube dislodgement or migration, hemorrhage, and tumor metastasis." Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual and functional inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Cook became aware of a clinical literature article involving cook peg-24-pull-s devices in korea from december 2002- december 2012. The following are relevant excerpts: "peg tube placement has been proven to be a safe, effective procedure but sometimes complications can occur... Retrospective review was performed to identify the records of patients referred for peg or tube replacement at hanyang university hospital (seoul, korea) during the 10-year period between december 2002 to december 2012 (250 patients, 368 cases)... Minor complications were ... Minor bleeding or injury (oral cavity, gi tract, skin wound).. " the subject of this report is esophageal injury with minor bleeding in 22 patients as published in the article. This adverse event was previously reported in 1037905-2022-00233 and is now being captured separately in this report.